Event description:
It was reported that the patient was having his left side implantable neurostimulator (ins) replaced on the day of the report because the neurologist said it needed to be. The reporter was unsure if it was because of the battery level or the fact that the impedances were high. The reporter stated that all of the impedances were greater than 2,000 ohms except unipolar 0 and 1. The reporter also mentioned that the ins was off and she saw a power on reset (por) condition when it was interrogated. Only the ins was being replaced. Four days later it was reported that there was no known cause of the event. The patient was programmed at a different contact. The patient¿s status was unknown.

Manufacturer narrative:
Concomitant products: product ID 3387-40, lot# l85689, implanted: (B)(6) 2000, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3387-40, lot# l85689, implanted: (B)(6) 2000, product type lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type extension; product ID 7426, serial# (B)(4), implanted: (B)(6) 2011. (B)(4).